Event description:
The lay user /patient contacted lfs on (B)(6) 2010 alleging an inaccurate high reading on their one touch ultrasmart meter. A medical surveillance specialist (mss) sent follow up question and the customer care advocate (cca) was unsuccessful in getting a hold of the patient. The following information is based on the initial call that was placed to lfs (B)(4) on (B)(6) 2010: the patient called alleging inaccurate high readings on his one touch ultrasmart meter. The patient mentioned that he had obtained results of 16.5 mmol/l, 13.5 mmol/l and 13.0 mmol/l within 30 minutes from one another on (B)(6) 2010. The patient tested on another meter (ultra2) and obtained a 10 mmol/l. The patient took an increase dosage of insulin. Due to the high readings at an unspecified time later, he developed symptoms of blurred vision and "hypo" and tested his blood glucose and obtained a 3mmol/l. It is unknown whether the 3mmol/l was taken on his meter or another meter. It is unknown what the patient treated himself with and how long symptoms lasted. At an unspecified time and date he visited his physician and obtained high readings. It is unclear whether he obtained high readings on his lfs meter or on the physician's meter. No further clinical information was provided about his physician's visit. Patient disconnected the call and later emailed lfs (B)(4) stating that he was unhappy with the meter and purchased a new meter. The test strips were in good condition and not expired. A quality control test was not done since the patient did not have any control solution. The patient refused to further troubleshoot with the cca. The complaint is being reported since the patient alleged that he took an increase dosage of insulin based on the lfs meter and later developed symptoms of "hypo" and blurred vision.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.